Event description:
It was reported that tip detachment occurred. An angiojet solent omni was used for a thrombectomy procedure. When the catheter was pulled out, a portion of the omni solent catheter's tip came off. The procedure was completed with a different device. There were no patient complications reported.